Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The o2 sensor was replaced and returned for further investigation. The received o2 sensor was investigated and a pre-use check was performed and passed all the tests successfully. The o2 sensor was working as expected. The event log confirms alarms have been generated for low o2 concentration in 2021-06-11. The o2 sensor is only measuring and will not affect the o2 concentration in an ongoing ventilation. The conclusion is that the cause was related to an o2 sensor measuring issue. However the reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the delivered o2 concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).